Manufacturer narrative:
Concomitant medical products: 6940 lead, implanted: (B)(6) 2000; 4968 lead, implanted: (B)(6) 2002; 6947 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "ripped out old leads and broken a lead" in the past. The patient's physician noted that during a generator change, the right atrial (ra) lead had a pressure ablation requiring silicone to fix the insulation. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.